Event description:
It was reported that the device was explanted, due to regurgitation and insufficiency. Reportedly, the device is not available for return.

Manufacturer narrative:
Device not returned.